Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had to have three further surgeries due to wound healing problems. During the third re-surgery, the implant was put in another bed, so that the receiver is no longer positioned directly under the incision. Since then the patient no longer has any speech understanding. He only feels prickling. The implant check carried out on (B)(6), 2011 revealed big impedance variations. Currently the electrodes 1, 2, 3, 5 and 6 show status hi.